Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 304 mg/dl. They called the doctor and were adivsed to dose 6 units of novolog insulin through their pump. They dosed the insulin and retest at 183 mg/dl two hours later. About thirty minutes more retest at 146 mg/dl. Customer felt dizzy and called 911. Emts arrived and checked their glucose on their meter and the result was 23 mg/dl versus 120 and 140 mg/dl on customer's device. Customer was given oral glucose and transported to the hosp. At the hosp customer was given a glucose IV. The device was replaced and requested to be returned for evaluation.